Manufacturer narrative:
D4 expiration date: updated. D9 product available to stryker: updated. D9 returned to manufacturer on: updated. H3 device evaluated by mfg: updated. H4 manufacturing date: updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the subject stent was returned deployed inside the hub of a microcatheter. The subject stent was removed and fully opened. However, the proximal end of the subject stent appeared to be slightly tapered, and the braid edges were pulled and frayed. The stent delivery wire (sdw) was returned inside the dispenser hoop. The sdw was removed and there was no anomaly noted. The introducer sheath tip was damaged. The functional inspection was not performed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported ¿stent deployed prematurely during use¿ was not confirmed during analysis. The subject stent was deployed in the hub of the microcatheter (stent deployed prematurely during retraction/re-sheathing, perceived as ¿stent deployed prematurely during use¿ ). The analysis is consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that ¿the subject flow diverter stent had to be removed from the patient (for reasons unrelated to the flow diverter) during deployment. After removal it was observed that the subject stent was detached from the pusher wire while attempting to resheath it into its delivery sheath¿. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. There was no indication of a user related issue. The anatomy was reported to be moderately tortuous. Other devices used in the procedure in conjunction with the subject device was the microcatheter. There was patient involvement. Product analysis found the subject stent was returned deployed inside the hub of a microcatheter. The subject stent was removed and while it fully opened, the proximal end of the stent appeared to be slightly tapered and the braid edges were pulled and frayed. There was no anomaly noted with the sdw. The introducer sheath tip was damaged. The damage to the introducer sheath indicates it was subjected to a force, possibly while either advancing it through the rhv or while seating it into the microcatheter hub. It is most probable the stent became detached in the microcatheter hub while attempting to retract the stent back through the damaged introducer sheath tip. Therefore, the damaged stent introducer sheath tip most likely contributed to the reported event. An assignable cause of procedural factors will be assigned to the reported ¿stent deployed prematurely during use¿ and analysed ¿¿stent deployed prematurely during retraction/re-sheathing¿, ¿stent failed/unable to open (when not implanted)¿, ¿stent deformed¿ and 'stent introducer sheath distal tip damaged' as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that the subject stent was used during the procedure. The subject stent was removed from the patient due to unrelated reasons to subject device, and after removal it was observed that the subject stent was detached prematurely during use from the delivery wire making it impossible to resheath it into introducer sheath. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that the subject stent was used during the procedure. The subject stent was removed from the patient due to unrelated reasons to subject device, and after removal it was observed that the subject stent was detached prematurely during use from the delivery wire making it impossible to resheath it into introducer sheath. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H11 additional mfg narrative : updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the subject stent was returned deployed inside the hub of a microcatheter. The subject stent was removed and fully opened. However, the proximal end of the subject stent appeared to be slightly tapered, and the braid edges were pulled and frayed. The stent delivery wire (sdw) was returned inside the dispenser hoop. The sdw was removed and there was no anomaly noted. The introducer sheath tip was damaged. The functional inspection was not performed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported ¿stent deployed prematurely during use¿ was not confirmed during analysis. The subject stent was deployed in the hub of the microcatheter (stent deployed prematurely during retraction/re-sheathing, perceived as ¿stent deployed prematurely during use¿ ). The analysis is consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that ¿the subject flow diverter stent had to be removed from the patient (for reasons unrelated to the flow diverter) during deployment. After removal it was observed that the subject stent was detached from the pusher wire while attempting to resheath it into its delivery sheath¿. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. There was no indication of a user related issue. The anatomy was reported to be moderately tortuous. Other devices used in the procedure in conjunction with the subject device was the microcatheter. There was patient involvement. Product analysis found the subject stent was returned deployed inside the hub of a microcatheter. The subject stent was removed and while it fully opened, the proximal end of the stent appeared to be slightly tapered and the braid edges were pulled and frayed. There was no anomaly noted with the sdw. The introducer sheath tip was damaged. The damage to the introducer sheath indicates it was subjected to a force, possibly while either advancing it through the rhv or while seating it into the microcatheter hub. It is most probable the stent became detached in the microcatheter hub while attempting to retract the stent back through the damaged introducer sheath tip. It should be noted the stent is re-sheathable into the microcatheter, but it cannot be pulled back into the introducer sheath because the sheath tip is not the same diameter as the microcatheter hub and cannot give allowance for the subject stent to come back into the sheath. The subject stent can also catch on the sheath tip which may cause the stent to come off the resheath pad and deploy in the microcatheter. The instruction for use also warns ¿do not resheath the implant into the introducer sheath once transferred into the microcatheter as it may result in damage to the implant wires¿. Therefore, the damaged stent introducer sheath tip most likely contributed to the reported event. An assignable cause of procedural factors will be assigned to the reported ¿stent deployed prematurely during use¿ and analysed ¿¿stent deployed prematurely during retraction/re-sheathing¿, ¿stent failed/unable to open (when not implanted)¿, ¿stent deformed¿ and 'stent introducer sheath distal tip damaged' as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that the subject stent was used during the procedure. The subject stent was removed from the patient due to unrelated reasons to subject device, and after removal it was observed that the subject stent was detached prematurely during use from the delivery wire making it impossible to resheath it into introducer sheath. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.